Manufacturer narrative:
(B)(4). Method: two complaint bc6060 flexitrunk infant nasal prongs and one bc192 flexitrunk infant interface had been returned to fisher and paykel healthcare in (B)(4) for evaluation and were visually inspected. The dimensions of the nasal prongs and the nasal tubing's midline cannula housing carrier were also measured, as per part's respective drawings. Results: no physical damage was observed to the returned devices. All measurements were also within specifications. A lot check was not performed as lot information was not provided. Conclusion: no fault was found with the returned devices. Fph currently makes 11 different sizes of prongs and recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy. The user instructions that accompany the flexitrunk infant interface illustrate the correct interface set-up on the infant (including sizing information), and also state the following: "use the sizing guide to choose suitable prongs or mask." "Prongs should fill the nares completely without stretching the skin. Use the biggest possible size." "Choose the correct length of the nasal tubing. Use the shortest length possible." "Connect prongs or mask to nasal tubing ensuring that it is inserted fully." "If using prongs: squeeze sides of prongs firmly to expose grooves. Start from one end and insert prong grooves into nasal tubing. Push end in firmly."

Event description:
A hospital in (B)(6) reported via a fisher and paykel healthcare (fph) representative that the bc6060 flexitrunk interface infant nasal prongs would disconnect from the nasal tubing multiple times a day. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en-route to fph in (B)(4) for evaluation to determine if it had a malfunction which might have caused or contributed to the reported event. We will submit a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) representative that the bc6060 flexitrunk interface infant nasal prongs would disconnect from the nasal tubing multiple times a day. No patient consequence was reported.